Manufacturer narrative:
Correction: brand name has been corrected in section d.1. Additional manufacturer narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. Vendor inspection of retains found that they could not reproduce the reported event as retain samples performed as expected. A device history record review was requested from the manufacturer and no indication of abnormalities was communicated. A 2 year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 91 reports, regarding 101 devices, for this device family and failure mode. During this same time frame 4,320,715 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 device was being used on 30may24, and the ¿bovie would not shut off¿. Further assessment found the event occurred during a "spine procedure (not specified)". An unknown alternate device was used and there was no reported delay to the procedure. There was no injury to the patient or user, and no medical/surgical intervention or extended hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A distributor reported on behalf of a customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty(B)(4) device was being used on 30may24, and the ¿bovie would not shut off¿. Further assessment found the event occurred during a "spine procedure (not specified)". An unknown alternate device was used and there was no reported delay to the procedure. There was no injury to the patient or user, and no medical/surgical intervention or extended hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.